Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-18. H6: investigation summary: bd received 20 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated. Retention samples were satisfactory. Contamination was observed in the returns samples as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for contamination based on the photos and return samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the plate sabouraud dextrose agar has been found contaminated. The following has been provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, mold was found on the media before usage.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the plate sabouraud dextrose agar has been found contaminated. The following has been provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, mold was found on the media before usage.